Event description:
It was reported that the device exhibited a ventilator failure. No patient injury reported. During internal review, it was noticed that the case has not been reported to FDA.

Manufacturer narrative:
The logfile was available for investigation and revealed entries indicating a stopped and stalled ventilator motor. Since the found entries could be caused by several root causes, e.g. An issue with the motor itself, issues with the light barrier, the incremental encoder or ventilator diaphragms, it was recommended to the draeger organization in india to have a draeger technician to analyze and fix the root cause. Replaced parts were also requested for an in-depth analysis. However, neither were further information about the root cause nor replaced parts received. Thus, the exact root cause could not be finally determined. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that the ventilator failure was related to the aspect that the supervisor function of the fabius system detected an issue that forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional.